Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg was shifting in the pocket. Surgical intervention took place in which the ipg was moved deeper into the pocket on (B)(6) 2021 to address the issue.